Manufacturer narrative:
The service technician on site determined that the ps500 battery set was being found out of specification and could not hold the required charge. Analysis of the log files total battery operating time was significantly reduced to 24 minutes in total. Furthermore, the last ps500 battery exchange was performed on (B)(6) 2015 which is not in-line with the 6-months replacement interval specified in a safety notice. If the battery is discharged and the mains supply is missing, the device posts an independently energized acoustical power loss alarm which lasts at minimum for 2 minutes. The device will stop ventilating and the airway system is opened to allow spontaneous breathing. A voluntary recall has been initiated regarding this topic and has already been reported to the FDA. The customer has been informed via safety notice and the affected device is currently being updated with the final technical solution.

Event description:
The customer reported that after disconnecting ac power from the workstation, moving the ventilator 15 feet down the hall while transporting a patient, the ventilator workstation shut down. No patient injury reported.